Event description:
During coronary artery bypass surgery, once the aortic clamp was removed, an aortic disection occurred in that area and had to be surgically repaired. Within the last two weeks, 3 other similar occurrences happened when using this clamp.